Event description:
It was initially reported that the nurse practitioner was having communication issues with their programming system. The issues are resolved and are able to communicate successfully when the cord that is connected to the hhd is held in "just the right position." The cord was said to be loose. A replacement system has been sent to the site. The old programming system has not been returned to the manufacturer for analysis. Good faith attempts to obtain additional information and device return have been unsuccessful to date.